Manufacturer narrative:
Per patient's audiologist, the patient's complaint has been resolved by replacing the external sound processor.. Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the external sound processor was found to have become hot. No reports of patient injury are associated with this event. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed on february 28, 2014.